Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that he was hospitalized due to high blood glucose. Customer's blood glucose was 600 mg/dl. The customer reported that they have a backup plan available. The customer was admitted to the hospital. The customer cause of emergency room visit as per healthcare provider was diabetic ketoacidosis. The outcome of the emergency room visit they dehydrated her and gave her the proper insulin. The customer was in the hospital from monday to wednesday. The customer was not wearing the pump at time of emergency room visit, few minutes before going . After the troubleshooting of high blood glucose the pump passed its test. The customer was advised to change entire set, reservoir and insulin and treat.